Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the fecal management device was inserted for diarrhea on the (B)(6) 2013 and removed on (B)(6) 2013 when the patient no longer had diarrhea. The operator had trouble removing the catheter and had to cut the tube in order to aid in the removal. According to the report, there was some resistance the patient did not suffer any adverse effects as a result of this event.